Event description:
It was reported the sherlock showed the PICC dropped and the yellow line was moving but never showed p-waves or spikes. The yellow line kept getting dimmed out and turning a greyish color and then would come back to the normal yellow color. The 3cg wasn¿t able to confirm tip location but chest x-ray showed ideal positioning.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of intermittent waveforms could not be verified outside the clinical setting and with the condition of the item returned for investigation. One 3cg stylet was returned for investigation. The stylet had been completely removed from the t-lock extension set and was received without the catheter. No damage was observed on the sample. A microscopic examination revealed the presence of conductive epoxy at the distal end of the stylet. The core wire was continuous through the polyimide tubing. A continuity and resistance test revealed that the product was within specification. Complications associated with the clinical setting that cannot be replicated in the lab may have affected the functional performance of the device. It is unknown if there was poor continuity with the electrodes and their connections. The gray fin with red and black lead wires was not returned for investigation. At this time, based on the evidence provided with the returned sample, it is unknown what caused the alleged problems. A lot history review (lhr) of redp4988 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp4988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the sherlock showed the PICC dropped and the yellow line was moving but never showed p-waves or spikes. The yellow line kept getting dimmed out and turning a greyish color and then would come back to the normal yellow color. The 3cg wasn't able to confirm tip location but chest x-ray showed ideal positioning.